Event description:
It was reported that the delivery rate was outside the tolerance. There was unknown patient involvement.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H3: one device was received for evaluation. The device had not been in for repair in the last 12 months. Performed functional checks and visually inspected the pump. The customer problem was confirmed. The flow rate was too high. The explusor will be sanded to solve the problem.